Event description:
Info received indicates the brake and brake/steer caster will lock in brake but continue to swivel.

Manufacturer narrative:
The account replaced the brake and brake/steer casters to repair the bed.